Manufacturer narrative:
(B)(4). Date sent: 12/12/2023. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Where within the gap setting scale was the orange indicator prior to firing? 2. What confirmation was received that the device was fully fired? 3. Did the device staple? 4. Was the staple line complete? 5. Were there any staples missing from the staple line? 6. What was the shape of the staples (b-formation, irregular, legs straight)? 7. Were the staples deployed into the tissue? 8. Were the staples seen in the surgical field? 9. Did the device cut? 10. Was the cut line fully circumferential around the target tissue? 11. If the device fully cut, were both tissue donuts present? 12. If the device fully cut, were both donuts complete? 13. Is the current patient status known? 14. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Translation request pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rectum procedure a section of the rectum is performed with a contour legasy stapler, after thinning (pre-compression of 15 seconds) of the resection site of the mesorectum, a shot is performed, immediately afterwards an open rectal stump is evident, which is why it is necessary to regenerate anastomosis with a new device, when checking the stapler it is evident that the staples were coming out of the reload, but apparently they were not formed properly, generating an inconsistent line of staples.

Manufacturer narrative:
(B)(4) date sent: 12/29/2023 additional information was requested, and the following was obtained: 1. Where within the gap setting scale was the orange indicator prior to firing? The orange indicator was at the bottom of the scale but within the green color range as indicated by the device 2. What confirmation was received that the device was fully fired? Audible feedback with the break of the ring. 3. Did the device staple? It didn't generate the staple line. 4. Was the staple line complete? It didn't generate the staple line. 5. Were there any staples missing from the staple line? It didn't generate the staple line. 6. What was the shape of the staples (b-formation, irregular, legs straight)? Migratory staples in irregular form 7. Were the staples deployed into the tissue? No. 8. Were the staples seen in the surgical field? A few. 9. Did the device cut? Yes, the cut was done. 10. Was the cut line fully circumferential around the target tissue? Yes. 11. If the device fully cut, were both tissue donuts present? Yes. 12. If the device fully cut, were both donuts complete? Yes. 13. Is the current patient status known? Stable, since in the same surgery a new anastomosis was performed , with a new device. 14. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Extended hospitalization time.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2024. D4: batch #491c80. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 491c80, and no non-conformances were identified.